Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-02345. It was reported that the burr became stuck on the rotawire. The target lesion was located in the left anterior descending (lad) artery. A rotawire and a 1.50mm rotalink¿ plus were selected to treat the target lesion. Ablation was performed using a 1.5mm rotalink¿ plus. When the physician removed the rotaburr, it was noted that the rotawire got stuck with the lumen of the 1.50mm rotalink¿ plus. The rotawire and a 1.50mm rotalink¿ plus were removed together as a unit. The procedure was completed with this devices. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A guidewire was returned separate to the rotablator plus unit and the guidewire was returned to costa rica for analysis. A visual examination of the complaint unit was carried out. It was noted on visual inspection that the catheter drive shaft appeared to be cut from the device 4.2cm from the strain relief and was not returned to site for investigation. Microscopical analysis of the catheter & drive shaft indicates what appears to be cut marks on the returned unit where the drive shaft was removed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-02345. It was reported that the burr became stuck on the rotawire. The target lesion was located in the left anterior descending (lad) artery. A rotawire and a 1.50mm rotalink¿ plus were selected to treat the target lesion. Ablation was performed using a 1.5mm rotalink¿ plus. When the physician removed the rotaburr, it was noted that the rotawire got stuck with the lumen of the 1.50mm rotalink¿ plus. The rotawire and a 1.50mm rotalink¿ plus were removed together as a unit. The procedure was completed with this devices. No patient complications were reported and the patient's status was good.